Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure with farapulse to treat an atrial fibrillation, a farawave catheter was selected for use. The left superior pulmonary vein (lspv) workflow was complete, and the farawave catheter was in the flower configuration. The starter rosen guidewire was pulled back into the catheter, and the physician felt resistance. When the guidewire was fully in the tip of the catheter flower configuration, the guidewire would no longer move and would not advance nor retract further. The tip of the guidewire could not be seen to assess if there was any tissue on the device. The farawave catheter was pulled back into the middle of the left atrium, and the physician collapsed the catheter into basket configuration and was able to pull the catheter out of the sheath without issue. As a means of troubleshooting, the physician attempted to advance and retract the guidewire. However, a new guidewire and farawave catheter was used to complete the procedure. After the procedure, the physician mentioned that when they were prepping the catheter, the guidewire did not seem to move as freely as it normally does, but the physician did not believe this observation would impact the procedure. The guidewire remained in the catheter and could not be removed from the catheter. No patient complications were reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the farawave device confirmed that the event of stuck guidewire is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product. The allegation could not be reproduced through investigation, and no other defect was found with the returned catheter. The cause of the issue seen in the field could not be determined. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure with farapulse to treat an atrial fibrillation, a farawave catheter was selected for use. The left superior pulmonary vein (lspv) workflow was complete, and the farawave catheter was in the flower configuration. The starter rosen guidewire was pulled back into the catheter, and the physician felt resistance. When the guidewire was fully in the tip of the catheter flower configuration, the guidewire would no longer move and would not advance nor retract further. The tip of the guidewire could not be seen to assess if there was any tissue on the device. The farawave catheter was pulled back into the middle of the left atrium, and the physician collapsed the catheter into basket configuration and was able to pull the catheter out of the sheath without issue. As a means of troubleshooting, the physician attempted to advance and retract the guidewire. However, a new guidewire and farawave catheter was used to complete the procedure. After the procedure, the physician mentioned that when they were prepping the catheter, the guidewire did not seem to move as freely as it normally does, but the physician did not believe this observation would impact the procedure. The guidewire remained in the catheter and could not be removed from the catheter. No patient complications were reported.